Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. The account communicated that the patient expired on (B)(6) 2018. The cause is reportedly unknown. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. To date, heartmate 3 lvas, serial number (B)(4) has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device. 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient expired and the cause is unknown. No further details available.